Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this patient presented to the hospital with lightheadedness and dizziness due to this left ventricular (lv) lead exhibiting loss of capture (loc). Technical services (ts) was consulted. Programming had previously been set to provide lv-only pacing; however, due to an increase in the lv capture threshold and the patient developing complete heart block, ts provided programming recommendations. No adverse patient effects were reported. This lv lead remains in service.